Event description:
It was reported when using the bd vacutainer® standard yellow holder the holder separates from the non patient end needle. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the collector is assembling the holder to the slbcs and when a tube is attached to the blood collection system the holder is detaching from the butterfly."

Manufacturer narrative:
Imdrf annex a grid leak/splash 1354. H6: investigation summary: bd had not received samples or photos for the investigation. In addition, the first piece product retain of the lot was pulled for testing. The dimensions of the minor diameter as well as the thread start were measured with both being in specification with requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to duplicate the reported failure with the first piece from the lot testing results. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® standard yellow holder the holder separates from the non patient end needle. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the collector is assembling the holder to the slbcs and when a tube is attached to the blood collection system the holder is detaching from the butterfly."